Manufacturer narrative:
One medfusion pump was received with a crack on the right plunger case. The event history log was reviewed and there was an acu watchdog failure as well as a primary audible alarm post error. The power up process and visual inspection were conducted. The acu watchdog failure and the primary audible alarm post error were unable to be duplicated at power up. The crack on the right plunger case and the case seal was popped out of the plunger assembly were found at inspection. The acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post error. The physical damage to the pump was user induced. The speaker was replace as a preventative measure. The right plunger case was also replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a watchdog failure and the force plug sensor seal was broken. There was no patient involvement.